Event description:
Increased in joint space narrowing of tricompartmental bilateral knee did [joint space narrowing] improvement in overall functional motility [mobility decreased] bilateral knee pain [injection site joint pain] case narrative: initial information was received on (B)(6) 2022 regarding an unsolicited valid serious case received from other healthcare professional via health authorities of united states under reference mw5107174. This case is linked to case (B)(4) (multiple devices suspect for same patient). This case involves an unknown age male patient who had increase in joint space narrowing of tricompartmental bilateral knee did, improvement in overall functional motility and bilateral knee pain after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included cad (coronary artery disease). The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing t2dm (type 2 diabetes mellitus), htn (hypertension) and osteoarthritis. Initially, the patient was on hyalgan series which was one 2ml injection once a week for 3 weeks without any complications. He was then switched to synvisc one due to formulary change on unspecified date. Ortho and patient were consulted. On (B)(6) 2021, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection at dose of 6 ml once and given every 6 months in both knees (strength:48 mg/6 ml) (expiry date, lot - unknown) for osteoarthritis. Information on batch number was requested. On (B)(6) 2021, after latency of 1 day, the patient was admitted to the hospital for bilateral knee pain (injection site joint pain). Ortho believed the cause of bilateral knee pain was due to the high volume of the drug and increased in joint space narrowing of tricompartmental bilateral knee did (joint space narrowing). In this hospital encounter, the patient was treated with pain medications: oxycodone, lidocaine patch, gabapentin, and acetaminophen. Hospital cleared the patient to discharge home due to his improvement in overall functional motility (mobility decreased). Additionally, ortho recommended changing synvisc one to synvisc / hylan injections to help managing his osteoarthritis. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all events corrective treatment: oxycodone, lidocaine, gabapentin and paracetamol (acetaminophen) for injection site joint pain; not reported for rest of the events outcome: recovering/resolving for all events seriousness criterion: hospitalization for all events a ptc (product technical complaint) was initiated on (B)(6) 2022, for synvisc one (batch number and expiry date: unknown) with global ptc number 100319033. The sample was not available. The ptc stated that it was in process. Additional information received on (B)(6) 2022 from other healthcare professional via quality department. Ptc details and strength added. Text amended. Additional information received on (B)(6) 2023 from non-hcp. Medical history verbatim updated for all. Event outcome updated for joint space narrowing.

Event description:
Increased in joint space narrowing of tricompartmental bilateral knee did [joint space narrowing] improvement in overall functional motility [mobility decreased] bilateral knee pain [injection site joint pain]. Case narrative: initial information was received on 27-jul-2022 regarding an unsolicited valid serious case received from other healthcare professional via health authorities of united states under reference mw5107174. This case is linked to case (B)(4) (multiple devices suspect for same patient) this case involves an unknown age male patient who had increase in joint space narrowing of tricompartmental bilateral knee did, improvement in overall functional motility and bilateral knee pain after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included cad (coronary artery disease). The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing t2dm (type 2 diabetes mellitus), htn (hypertension) and osteoarthritis. Initially, the patient was on hyalgan series which was one 2ml injection once a week for 3 weeks without any complications. He was then switched to synvisc one due to formulary change on unspecified date. Ortho and patient were consulted. On (B)(6) 2021, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection at dose of 6 ml once and given every 6 months in both knees (strength:48 mg/6 ml) (expiry date, lot - unknown) for osteoarthritis. Information on batch number was requested. On (B)(6) 2021, after latency of 1 day, the patient was admitted to the hospital for bilateral knee pain (injection site joint pain). Ortho believed the cause of bilateral knee pain was due to the high volume of the drug and increased in joint space narrowing of tricompartmental bilateral knee did (joint space narrowing). In this hospital encounter, the patient was treated with pain medications: oxycodone, lidocaine patch, gabapentin, and acetaminophen. Hospital cleared the patient to discharge home due to his improvement in overall functional motility (mobility decreased). Additionally, ortho recommended changing synvisc one to synvisc / hylan injections to help managing his osteoarthritis. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all events. Corrective treatment: oxycodone, lidocaine, gabapentin and paracetamol (acetaminophen) for injection site joint pain; not reported for rest of the events outcome: recovering/resolving for all events. Seriousness criterion: hospitalization for all events. A ptc (product technical complaint) was initiated on 27-jul-2022, for synvisc one (batch number and expiry date: unknown) with global ptc number 100319033. The sample was not available. The ptc stated that based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. This complaint did not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. " defect class has been updated to ii. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and prevention actions) was required. The final investigation was completed on 15-may-2023 with summarized conclusion as no assessment possible. Additional information received on 27-jul-2022 from other healthcare professional via quality department. Ptc details and strength added. Text amended. Additional information received on 12-apr-2023 from non-hcp. Medical history verbatim updated for all. Event outcome updated for joint space narrowing. Text amended accordingly. Additional information was received on 15-may-2023 other healthcare professional via quality department. Ptc result added. Text amended.